Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to failure of anticoagulation therapy to prevent blood clots. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced internal bleeding, chest pain, and stomach pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and four months post filter deployment, computed tomography (CT) revealed that all the legs of the filter penetrate the inferior vena cava wall. Each leg penetrates the aorta, the duodenum, the right psoas muscle and the anterior periosteum of a vertebra respectively. The others penetrate into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and other reason(s) for implant and due to failure of anticoagulation therapy to prevent blood clots. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced internal bleeding, chest pain, and stomach pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and other reason(s) for implant and due to failure of anticoagulation therapy to prevent blood clots. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the patient allegedly experienced internal bleeding, chest pain, and stomach pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.